Event description:
It was reported the patient's left foot has dropped since the patient was implanted with their deep brain stimulator. The patient was implanted with the dbs device to treat parkinson's disease. Additional information has been requested, but was unavailable on the date of this report.